Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor needs to be replaced. The customer canceled the service call.

Event description:
The customer reported that the left monitor was not working. This caused the system to be unusable due to a loss of the live image. There is no report of injury or death associated with this event.